Manufacturer narrative:
H10. Disclaimer: "synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based upon info which synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, synthes, or it's employees, that the report constitutes an admisiion that the device, synthes, or it's employees caused or contributed to the potential event described in this report. H11: explanation of missing info. A2, a4, b6, b7, d6, d10 - contacted the hospital on three occassions to obtain this info. No info was provided. G1, h4 - synthes can not determine the mfg site or manufacture date without the product number and lot number. H6: no evaluation was performed as the product was not returned and the catalog number was not provided.

Event description:
Pt had a pelvic osteotomy to fixate acetabulum to ilium 11/94. On 5/25/95 the doctor noted one screw broken and non-union. Removed 9/19/95.